Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the distal sheath detachment was due to a degradation problem identified. The degradation problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the forceps channel port dent was due to a stress problem identified. The stress problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that adhesive on the distal sheath detached and a forceps channel port dent was found. It was determined that the distal sheath and the forceps channel port needed to be replaced. There was no patient involvement.